Manufacturer narrative:
The insulin pump alarm motor error during basic occlusion test due to faulty force sensor resistor (gold). The motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 308 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.